Manufacturer narrative:
An event of device deformity during preparation was reported. A returned device assessment could not be performed as the device was not returned for analysis. Possible causes of device deformity include use of the incorrect size delivery system. A 8f delivery sheath was used with the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received and without the device to analyze, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer cribriform occluder was selected for implant using an 8f amplatzer trevisio delivery system. During the procedure, upon deployment from the delivery system, the occluder deformed into a bulbous shape. There were no interactions with cardiac structures during deployment and no kink was observed with the delivery system. The deformed device was never released from the delivery cable while inside the patient and removed. A new 30-25mm amplatzer talisman occluder was successfully implanted using a new 9f amplatzer torqvue delivery system. The patient remained hemodynamically stable throughout the procedure and no clinically significant delay in procedure was reported. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.